Event description:
According to the info received, the funnel end of the catheter is coming right off. It usually happens to 4-5 catheters per box. The customer purchases a 6 month supply at a time so this has been happening for the past 6 months.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, a f/u report will be filed.